Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the light on the device flickers prior to and during intubation. The blade was changed out without issue. No patient injury or harm.